Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, a surgeon stated that he noticed anterior capsular opacification in his patients with a ratio of 1 in 8 with the company model lens. The surgeon also stated that he noticed anterior capsular opacification with a ratio of 1 in 12 he yag¿s (yttrium aluminum garnet) and this was maybe due to the lens epithelial coagulation. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined, not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).